Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The actual device was returned to the manufacturer for physical evaluation and determined to be functioning according to product specifications. Further evaluation found no device malfunctions that would have caused the reported event. A batch record review was conducted and confirmed there were no deviation or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specifications. The post market surveillance department is currently reviewing patient medical records. A supplemental report will be submitted upon final review by the post market surveillance department.

Event description:
A continuous cycling peritoneal dialysis (ccpd) patient called technical support requesting how to cancel the treatment and disconnect from the cycler. The patient stated she was felt pulling and tugging on her line which caused her pain and discomfort. She added that she felt very empty. Technical support assisted the patient in canceling and disconnecting from the cycler. Upon follow up with the patient's peritoneal dialysis (pd) nurse, it was reported that the patient did develop a hernia which required surgery. She added that the cycler did not cause or contribute to this event as the patient was morbidly obese and many non-dialysis factors contributed to the hernia. The surgery was a success and the patient will complete in-center hemodialysis for 6 weeks before returning to the ccpd program. The following is based on the medical records provided by the patient's treatment facility. The patient had an emergent laparoscopic repair on (B)(6) 2014 for an incarcerated ventral hernia after presenting to the emergency room with abdominal pain, nausea and vomiting due to a high-grade bowel obstruction. The small bowel obstruction was caused by the hernia just adjacent to the umbilicus.